Event description:
Dealer reported that on (B)(6) 2013, the end user suffered injuries in their quickie q7 wheelchair. The extent of the alleged injuries are unknown at this time. Dealer alleged that the caster spline shifted causing the caster to bend back and then flip forward. Dealer stated that this caused the end user to fall forward out of the wheelchair.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow-up report will be filed.